Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ headache & tired. Note: manufacturer contacted customer in a follow-up call on 02-dec-2020 to ensure the patient condition improved and initial concern is resolved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer did not disclose any details regarding the doctor's visit. Note: manufacturer contacted customer in follow-up call again in 10-dec-2020 to ensure the initial concern is resolved - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results and also reported the meter displayed error messages (did not disclose the exact error messages). The customer is concerned with test results from result obtained of 217 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 120-140 mg/dl. When initially speaking the customer had reported having a headache; but when technician had contacted customer in a later time, the customer no longer had the headache but did report feeling tired. Customer stated he had contacted his doctor and made an appointment due to not feeling well. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date is 11/25/2020. The meter memory was not reviewed for previous test result history, customer stated the meter did not turn on. Customer was unable to continue troubleshooting, stating he had to go the doctor's appointment.

Manufacturer narrative:
Sections with additional information as of 08-feb-2021: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-058 added: poor tech-inaccurate reference. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.